Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The target lesion was mildly calcified. The 10mm x 2.25mm wolverine coronary cutting balloon ruptured on the first inflation at two atmospheres after being inflated for 5 seconds. The procedure was successfully completed without issue or patient injury.

Manufacturer narrative:
Initial reporter city: (B)(6). A visual and microscopic examination was performed on the returned wolverine device. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. Blood was noted within the balloon material and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure but the investigator was still unable to inflate the device. A microscopic examination identified a pinhole on the balloon material located approximately 3mm distal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to the damage identified. The rate of burst pressure of this wolverine device is 12atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage or any issues along the length of the catheter.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The target lesion was mildly calcified. The 10mm x 2.25mm wolverine coronary cutting balloon ruptured on the first inflation at two atmospheres after being inflated for 5 seconds. The procedure was successfully completed without issue or patient injury.